Event description:
During the prepping of a vista brite tip guiding catheter, it was reported that when test water was released, it was abnormal by the distal end. At this point a kink was noted at the distal end. There was no patient injury as the device was not clinically used. Another same like product was used to complete the device. The sample will be returned.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that have been updated on this supplemental MDR report as the device was returned for analysis. Complaint conclusion updated with product analysis: during the prepping of a vista brite tip guiding catheter, it was reported that ¿when test water was released, it was abnormal by the distal end¿. At this point, a kink was noted at the distal end of the guiding catheter. There was no reported patient injury. Another same like product was used to complete the procedure. No additional information is available. One non sterile unit of vista brite tip 5f .056 was received coiled in a plastic bag, kink/bent conditions were found on catheter tip area at 3.6cm and on body at 6.6cm, at 40.0cm from distal end, however the cause of the kink could not be conclusively determined. No other issues were found. A lab sample syringe with water was attached to the stopcock, the distal section of the product was clamped to avoid that water flow out of the distal catheter tip, the pressure was started to apply into the unit and no leakage was found. The catheter od and ID were measured near to kinked conditions and results were found within specification. The hydrostatic test results were reviewed and they were found to pass. A review of the manufacturing documentation associated with lot 16036149 revealed no anomalies during the manufacturing and inspection processes. Controls are in place to verify the catheters for kink/bent conditions; the produced catheters are inspected 100% before leaving the facility. The complaint reported by the customer ¿brite tip/distal tip ¿ kinked/bent¿ was confirmed. However the cause of the kinked condition found on catheter tip area and the kinked conditions found through the catheter body could not be conclusively determined during the analysis. Based on the information available for review, the kink noted does not appear to be manufacturing related and may have occurring during handling. The reported ¿catheter (body/shaft) ¿ leakage¿ was not confirmed, since no resistance leakage was found during the functional analysis. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Product analysis and DHR review results do not suggest that these kinked conditions are related to the manufacturing process. No corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: during the prepping of a vista brite tip guiding catheter, it was reported that ¿when test water was released, it was abnormal by the distal end.¿ at this point, a kink was noted at the distal end of the guiding catheter. There was no reported patient injury. Another same like product was used to complete the procedure. No additional information is available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot and associated subassembly lots was performed and no anomalies, noncomformances or excursions were noted. Hydrostatic test results were reviewed and they were found to pass. Without return of the device for analysis the reported complaint ¿catheter (body/shaft) leakage¿ and ¿brite tip/distal tip kinked bent¿ could not be confirmed and the exact cause could not be conclusively determined. Based on the information available for review, it is unknown if shipping, storage, or handling factors contributed to this issue. Neither the information provided nor the DHR suggests that the complaints could be related to the design and manufacturing process of the device. Therefore no corrective action will be taken at this time.